Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during re-warming of the patient on (B)(6) 2017 at 1 am, the thermogard was displaying error message tcmid: 06 (ce post failure). The target temperature was 36.5 degree celsius. The temperature of the patient at the time of the issue was 35.1 degree celsius. The ICU nurse tried to power recycle the unit twice; however, the error message could not be cleared. Around 2 am another unit was used to continue treatment. No known patient consequences were reported.